Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4). Email address for contact office is (B)(6).

Event description:
Report 2 of 3. Customer contacted tsc to report false negative results of 0.8% surgiscreen lot vss217, cell# 1 with mts anti-igg card when testing on provue j# (B)(4). Patient has a history of anti-lea and anti-kell relevant information: issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: sc1 (lea+ cell). Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Method/result obtained by repeating: negative. Sample ID: (B)(6). Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Customer was known to have anti-kell and anti-lewis a from historical transfusion data. No other patient information provided. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Was the vial freshly opened? No. Sample was crossmatched for two units of blood in gel. One unit was found to be incompatible and was not used for transfusion. Incompatible unit was antigen typed for kell and lewis a. Found to be lewis a positive. Customer repeated testing of patient using same lot of reagent red cells and mts anti-igg gel cards on second provue (j# (B)(4)). Repeat was also negative. Customer repeated testing in manual gel and all screening results were negative. Customer performed screening testing in tube using a competitor¿s product and results were consistent with anti-lewis a positive as expected. Customer will continue to perform extended crossmatch on patient samples as per site policy.